Event description:
It was reported there was noise on the lead and the rv pacing impedance had "spiked." The patient presented to the emergency department complaining of multiple shocks. The lead was replaced. No further patient complications were reported as a result of this event. Additional information received reported the lead had been oversensing and a fracture was suspected.